Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 04-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal unknown baclofen 600 mcg/ml at 125 mcg/day via an implantable pump for intractable spasticity. It was reported that the hcp was doing a routine catheter access port (cap) dye study today before he titrated the patient's dose up today. The hcp was "new and this was his first implant" and so he was being "extra cautious" and wanting to do a dye study before titrating up. It was noted as he accessed the cap (using x-ray) he was able to get free flowing csf and was able to aspirate 4-5 cc. Then the hcp believed there was blood in the csf. The rep was inquiring if this was normal. Technical services reviewed this would be abnormal and asked if there was any way the blood could be coming from the pocket. The rep did not believe so and it was recommended consulting with a neurosurgeon to investigate this further. It was also reported the patient did have "history of cyst on spinal cord" and the rep was wondering if that could cause blood in the csf.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative who reported that the fluid that was aspirated from the cap (catheter access port) appeared bloody. The fluid was not tested to determine if it was csf (cerebrospinal fluid). After completing the dye study, the catheter showed a significant leak within the first couple of inches of the catheter near the pump. This was seen with fluoroscopy. During the dye study, the dye did not appear to be entering the intrathecal space. The hcp made the decision to set the pump at minimum rate and revise the catheter. The hcp believed the fluid aspirated from the catheter originated in the pump pocket. A catheter dye study and revision were performed on (B)(6) 2021. The revision case began with the dye study and during this dye study, clear csf was aspirated from the cap without difficulty. The dye study did not show the leak that was noted during the june office dye study. It was also noted that the dye was entering the intrathecal space on fluoroscopy. The hcp decided to replace the pump segment of catheter despite the diagnostic testing as there was clearly a leak noted in clinic and it may have been a positional dependent cause. There were no notable signs of kink or wear noted on catheter after opening the pocket. There was much difficulty in removing the sutureless connector from the pump, however, there did not seem to be a connection discrepancy. The original collet appeared to be intact without signs of issues or leaks. No dye was visually noted to be leaking from catheter. The catheter was cut approximately 3 cm distal to original pump segment and it was then replaced with a new pump segment of catheter. The pump was sutured back into the pocket and the hcp successfully aspirated 2 ml of csf with the system in place. Surgical closure was then performed. The patient dosage increased to 100 mcg/day with a 1 time 50 mcg bolus. The patient was going to be seen in the clinic on (B)(6) 2021. It was noted that the original pump segment of the catheter was damaged during the disconnection from the pump which was why it was not being sent in for analysis. It was unknown if the issue was resolved at the time of the report.